Event description:
It was reported that the patient pocket site has become painful and bothersome. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5093549/5115697